Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 29. Details of surgery: ridge augmentation. On (B)(6) 2023 non-osseointegration was verified. Patient presented with bone type IV, poor oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain and increased sensitivity. No further patient complications were reported.